Event description:
Customer reported the "sensor tip remained in the skin" after 6 days of wearing the an adc freestyle libre sensor. Customer had contact with the healthcare provider who applied a patch on the sensor site to let the wound heal and instructed the customer to watch the wound and determined that the sensor tip should be expelled by the body by itself. Customer was prescribed with unspecified antibiotic for 10 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. A watermark was observed at the base of the sensor tail. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed freestyle libre sensor and sensor kit passed all tests prior to release.this serves as a correction report. Reported sensor was returned. Sections d9, g3, h3 and h6 were updated to reflect the investigation of returned sensor.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the "sensor tip remained in the skin" after 6 days of wearing the an adc freestyle libre sensor. Customer had contact with the healthcare provider who applied a patch on the sensor site to let the wound heal and instructed the customer to watch the wound and determined that the sensor tip should be expelled by the body by itself. Customer was prescribed with unspecified antibiotic for 10 days. There was no report of death or permanent injury associated with this event.